Event description:
Ous MDR. An intermittent exit block was reported one day after the implantation. The initial pacing threshold during the implantation was 0.5 v at 0.4 ms; on the following day under 4.8 v, exit block throughout. Also removed: philos dr, MDR 1028232-2008-00855.

Manufacturer narrative:
Ous MDR. The analysis was unable to find any manufacturing errors or material defects for the lead as well as the pacemaker. In regard to the electrical and mechanical properties of the lead and the pacemaker, there were no deviations from the technical specifications that could be related to the clinical complaint.